Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported it was difficult to advance the 6x60mm xpert pro self expanding stent system (sess) over the guide wire and it was not possible to remove the device. Force was applied, the rotating hemostatic valve (rhv) opened up and the device was removed. Another device was used to complete the procedure. No additional information was provided.

Event description:
Additional information was received as follows: there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device will not be returned for analysis. The device was not returned for analysis. The investigation was unable to determine a cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xpert pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.